Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was successfully implanted in a patient. On (B)(6) 2025, the patient initially presented with decreased sensation in the left lower limb, accompanied by slight pallor and a temperature difference compared to the right limb. These signs initially suggested a peripheral issue. However, due to the poor clinical outcome, further investigation was warranted. Angiography was performed, revealing filling defects in the second and third portions of the popliteal artery, along with distal occlusion. On (B)(6) 2025, an embolectomy was carried out, resulting in a favorable outcome. The patient¿s international normalized ratio (inr) was 1.06 during the period in which the patient began experiencing severe pain in the left lower limb. Upon discharge, the inr was 1.14. The patient was reported recovering and discharged after 22 days of hospitalization. The patient was readmitted a few days later to another hospital for heart failure, considered secondary to atrial fibrillation with rapid ventricular rate. During that admission, normal mitral valve prosthesis function was identified (albeit with high gradients), but right ventricular dysfunction and severe tricuspid regurgitation was present. He improved with diuretic treatment.

Manufacturer narrative:
An event of thrombus, embolism, occlusion, numbness, heart failure, and atrial fibrillation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incidents could not be conclusively determined. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient was admitted and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID:(B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was successfully implanted in a patient. On (B)(6) 2025, the patient initially presented with decreased sensation in the left lower limb, accompanied by slight pallor and a temperature difference compared to the right limb. These signs initially suggested a peripheral issue. However, due to the poor clinical outcome, further investigation was warranted. Angiography was performed, revealing filling defects in the second and third portions of the popliteal artery, along with distal occlusion. On (B)(6) 2025, an embolectomy was carried out, resulting in a favorable outcome. No additional information was provided